Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report large air bubbles in the reservoir and in the infusion set. The customer's blood glucose reading was 273 mg/dl. The customer found that the cannula was slightly bent. The customer also reported a hospitalization on (B)(6) 2016 due to overbolusing, which resulted in low blood glucose levels. The customer's blood glucose reading was 20 mg/dl. The customer's infusion sets were replaced. The insulin pump was not replaced or returned for analysis.